Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery while the customer was changing the reservoir. The blood glucose reading was 332 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed and insulin exited the tubing during a manual prime. It was found that the alarm had been caused by an infusion set or reservoir occlusion. The next day, the customer reported that she had a high blood glucose reading of 430 mg/dl, which was treated with a manual injection. She stated that she tried to bolus but received a no delivery alarm. Upon troubleshooting again, it was found that the insulin pump was working as designed and insulin exited the tubing during a manual prime. Advised replacement of the reservoirs. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 3 random sealed reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-90880.